Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 600.6840 and 600.6825 also gets hot at the bottom. There was no patient involvement.

Manufacturer narrative:
Correction: the complaint was further assessed by those persons qualified to make medical judgement and it was determined that the issue is not reportable and is unrelated to a1006 - thermal decomposition of device (1071).

Event description:
It was reported that the device had error code 600.6840 and 600.6825 also gets hot at the bottom. There was no patient involvement.